Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation (vf) episode that resulted in syncope. The episode self terminated but some undersensing was noted. The physician discussed programming the device to be more sensitive. The physician plans to perform a non-invasive programmed stimulation (nips) study. There were no additional adverse patient effects reported. Additional information was received that the physician reprogrammed the device to a most sensitive setting and changed the patient's medication. After these changes, a defibrillation threshold (dft) test successfully detected and converted the patient's vf.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.